Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation (' migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, migraine and headache outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2016 previously reported and (B)(6) 2016 in current pfs. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: essure confirmation test conducted unknown results not provided. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury were updated to new events claiming migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, migraines, headaches. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.